Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down and multiple attempts with different tandem charging supplies failed to resolve the issue. There was no adverse impact to the customer's blood glucose level. The customer was able to charge the pump using a third-party cable temporarily and awaited replacement charging supplies from tandem. Eventually, attempts with new replacement charging supplies were unsuccessful, so cts decided to replace the pump. The customer did not have a backup method for insulin delivery and agreed to reach out to their healthcare provider (hcp) for insulin therapy.